Manufacturer narrative:
The investigation determined that during a correlation testing event, discrepant vitros ipth results were obtained from 5 patient samples processed on a vitrops system and compared to a non-vitros method (siemans). In addition, higher than expected results were obtained from a vitros level 1 quality control fluid. The assignable cause for the unexpected quality control sample results cannot be determined, however, it is likely that pre-analytical sample mix up was the cause of the event. The customer could not confirm this occurred. The most likely assignable cause for the higher than expected vitros ipth results for these samples is unexpected ipth reagent performance. Ortho product correction notice cl2016-196 and follow-up cl2016-220 informed customers that the suggested reference interval for vitros ipth is no longer supported due to the identification of a positive bias of approximately 20% for samples with intact pth concentrations 12 to 137 pg/ml compared to an alternative commercially available method. The FDA (B)(6) district office was notified of this issue on 13 october 2016. Refer to report number 3007111389-10/13/2016-001-c. (B)(4).

Event description:
A customer observed discrepant vitros ipth results obtained from multiple patient samples when tested on a vitros 5600 integrated system and compared to a non-vitros siemans instrument during a correlation study. (B)(6). In addition, higher than expected results were obtained from a vitros level 1 quality control. Fluid. Vitros l1 results of 447.43 and 87.73 pg/ml versus the expected result of 31.9 pg/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if the results were to recur undetected. There were no patient results reported from the laboratory. There was no allegation of patient harm. (B)(4).